Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during vitrectomy surgery, an ophthalmic laser probe did not pass smoothly through the cannula and appeared to catch or get stuck in it. However, the new laser probe from the same lot number had some difficulty passing smoothly but was better. The surgery was completed on the same day using the new probe. Patient harm was not reported. Additional information has been requested, none received till date.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the lot number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this lot number¿ was performed. There were no relevant complaints found, as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).